Event description:
It was reported that the insulin pump alarmed battery out limit. The customer stated that she was unable to change the battery after receiving the alarm. When the customer was able to purchase a new battery, she went to replace the battery, but the insulin pump started to alarm button error. The customer's blood glucose was 9.4 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected button error alarms or battery out limit alarms noted during testing. The insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.